Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing of the t wave. The lead was reprogrammed and the t wave oversensing continued so the setting were programmed to the original settings. The rv lead remains in use. No patient complications have been reported as a result of this event.